Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from three samples collected from a single patient. A definitive cause for the event could not be determined. However, an unknown sample interferent (non-specific antibody) cannot be ruled out as a contributing factor. There was no evidence that the vitros eciq analyzer or vitros anti-hav igm reagent had malfunctioned.

Event description:
The customer reported that discordant, (B)(6) vitros (B)(6) results were obtained from multiple samples from a single patient ((B)(6)) while using the vitros eciq immunodiagnostic system, compared to (B)(6) vitros (B)(6) results from an alternate method (specific results not provided). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results for samples 3 and 4 were not reported outside of the laboratory. The affected patient result for sample 1 was reported outside of the laboratory, however it is not known whether a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).